Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the reamer broken during surgery. They could not remove the broken part from the bone; it remained inside the patient¿s bone. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: our investigations have shown that the tip of the returned reamer is indeed completely broken off. Unfortunately we are not able to determine the exact cause which has led to this breakage. It is clearly visible though that the cutting edges shows wear and it is evident that the reamer has been in good use over the years (manufactured in october 2011). It is likely that too much mechanical force during repetitive reaming finally lead to the breakage of the tip (front part not available). No product fault could be detected. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.